Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
It was reported that the patient had an unrelated surgery on unknown date during which the ipg was not put into surgery mode. Afterwards, the ipg was unable to communicate with external devices. Troubleshooting resolved the issue.